Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Not with patient. The reason for call was rep said patient takes 1.5 to recharge to 90%. Recharge data showed patient going from 50-90% in 1.2, 1.4, and 1.5 hours, connection is good to fair. Patient's recharge speed is at the maximum. Rep said patient sees "excellent". Technical services(ts) reviewed with patient sees is just what system is currently doing, it doesn't mean that system is staying at excellent for the entire session. Ts reviewed that if patient is waking the screen up to monitor recharging progress then the system is not recharging at it's maximum potential even though display may show "excellent". Rep to follow up with patient. If patient is not waking the screen up then further assessment of equipment or pocket site might be needed. The caller was not with the patient. No symptoms were reported. Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) says it takes two hours to charge from 40 percent to 100 percent. The pt stated that the recharger (rtm) is also getting hot when charging. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received from the patient and manufacturer representative (rep). Rep called back regarding patient recharging expectation. Patient reports taking hours to recharge ins after reviewing troubleshooting and the patient is dissatisfied with recharging. Patient called and received a replacement recharger recently with no changes to recharging. Patient wanted a new controller. Caller requested controller replacement to assist w/ troubleshooting. Reviewed low volume stock and that an fa controller may be better to narrow possible issue. We then discussed recharging diary, and caller reviewed some past recharges but they always started from 80 or 90% full with a short duration of recharging. Caller sent recharge diary (attached). The rep will ask patient to let ins discharge to below 50% and then charge fully and to perform 3 times, and then assess recharging. At this time potentially use a fa controller or replace the lithium battery. Pt called back regarding recent rtm replacement and issues that were reported. Pt said that they needed a replacement controller because their charging sessions were still taking 2 hours at "excellent" charge quality. Pt saw no visible damage to the controller port. Pss consulted repair and pss sent email to repair to replace the controller. Pt said that they have had long charging sessions with their implant since date of implant. Pt said they need to charge 2 hours in the morning and 2 hours at night.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.